Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon was duplicated due to the break of cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, permanently black image was output. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, it was probable that the cable unit broke down and the images stopped outputting, and also that the damage to the cable unit was due to the handling of the user. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.